Manufacturer narrative:
The repair engineer inspect the defect and replaced lamp and lamp power unit. The defect happened before the procedure. We checked the IFU of epk-3000, when the main lamp can not be turned on, aux lamp is on.

Event description:
Epk-3000 was installed on april 8, 2021 and the processor can not light the lamp on (B)(6). This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.